Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument jaws would not open. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have stuck grip tips. The grip tips were stuck or have limited movement when manually articulating the input disks. Root cause of this failure is attributed to user.